Manufacturer narrative:
Clarification to h6: type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. Anaphylaxis a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient died of anaphylaxis from botox® and unspecified juvéderm product. The patient received botox® and unspecified juvéderm product at their home and later went into the hospital with anaphylaxis and they thought the patient had a heart attack but then said it was an allergic reaction.